Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3.0mm coupler had stainless steel pin was broken. Furthermore, "the stainless steel pin was broken after the anastomosis was completed" and the "doctor trimmed the whole vessel off, and finished the anastomosis by hand suture." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.